Manufacturer narrative:
Other text: one (1) sample was returned for evaluation. Under visual inspection, the pilot balloon and a part of inflation line were observed to be cut off (not sent together with the sample). No other damage nor deformation was observed. The complainant reported that after the pilot balloon was cut off, it was not possible to release air from cuff. For verification, the inflation line was connected to the tube connector. Then, inflation and deflation was using a spare syringe on the cuff. Photos were taken of this testing. No problem with inflation nor deflation was observed. Functionality of the pilot balloon valve is unknown as it was not sent. Based on the investigation, the failure reported by customer was not observed. Therefore, the root cause of this incident remains unknown. No lot number was provided for performance of a device history record review.

Event description:
It was reported that the cuff was able to be inflated during the use of the product, but it could not be deflated. So the customer cut off the inflation line, but the air would not be released. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.